Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed because the disposable set was not returned to baxter and the user did not describe any types of use errors or other issues that might have caused the reported issue.

Event description:
A customer contacted global technical service (gts) reporting that during assistance with an alarm on the home choice (hc) the hp stated the cap fell off and unused line. The baxter technical service representative (tsr) had the home patient (hp) cycle the power and checks the alarm log. The hp stated that all bags are empty. The tsr asked if there were any unused supply lines and the hp stated the blue clamp line is open and not used. The hp stated he has been disconnected since the machine alarmed. The tsr helped the hp remove the cassette and instructed hp to contact the pd rn about missed cycles and the alarm. Hp will do manual exchanges to complete therapy. There was patient involvement. There was no serious injury or medical intervention reported.